Event description:
It was reported that the insulin pump alarmed no delivery during set change. Customer's blood glucose levels were not included in the report. Troubleshooting was done for past no delivery. Customer reports the alarm was resolved by a complete set change. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.